Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 275cc gel breast implant, catalog # 3507275bc, s/n (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 300cc and experienced bilateral capsular contracture, baker grade IV with deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3507300bc, s/n (B)(4), 300cc (l) and catalog # 3507275bc,, s/n (B)(4), 275cc (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-05269 for contralateral prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 59 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 300cc and experienced bilateral capsular contracture, baker grade IV with deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3507300bc, s/n (B)(4), 300cc (l) and catalog # 3507275bc, s/n (B)(4), 275cc (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-05269 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. Yellow material was observed within the device. Yellow material and gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 3.1 cm and an area of missing material measured 2.1 cm x 1.8 cm accompanied with a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).